Event description:
Internal testing of a retained kit unit of catalog 4401-1030 lot 1601 produced results in which product package insert quality control criteria were met, but internal positive clinical samples produced negative assay results.